Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the generator displayed error 3. The error could not be cleared and a second handpiece was used to complete case with no patient consequence.